Event description:
Revision surgery - the metal-on-metal liner dissociated from the shell, following a total hip arthroplasty in 2007. The surgeon decided to clean out the capsule metallosis debris and replace with a polyethylene liner and 40mm ceramic delta head.

Manufacturer narrative:
On (B)(6), 2012 an agent reported that a revision surgery occurred after the metal-on-metal liner dissociated from the shell following a total hip arthroplasty in 2007. The original surgery was performed on or about (B)(6), 2007 meaning the components had been implanted approximately five years and two months at the time of revision. The outcomes attributed to this event are hospitalization - initial or prolonged. No patient information was provided with this complaint such as history of trauma that could have contributed to the dissociation. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows there are 20 prior complaints against the metal-on-metal liner. There are two prior complaints for the metal-on-metal liner dissociating from the shell; one had not been properly engaged during the original surgery, and the other was found to have evidence that a protruding screw head impinged on the poly liner. The root cause for the revision surgery is noted as liner displacement. Because no components were returned, a definitive root cause cannot be determined. Factors that can contribute to liner dissociation include; improper engagement, inadequate impaction force, misalignment during impaction, interference with soft tissue or improperly seated bone screws, and patient trauma. All components met critical specifications when released from djo surgical and there has been no evidence presented that suggests a product design or manufacturing problem contributed to the improper engagement.